Event description:
Incident reported by (B) (6)'s wife, (B) (6): (B) (6) was receiving flushes twice daily. Developed high fever (104) for several days and raised red itchy rash, requiring antibiotics. He was a pt at (B) (6)/(B) (6)- (B) (6) indicated that the syringes were provided by (B) (6). (B) (6) still has the raised red itchy rash.

Manufacturer narrative:
On (B) (6) 2007, bbmi received a nationwide recall notification from am2pat inc. Initiating a nationwide recall of all lots of heparin and saline pre-filled syringes, which included catalog # 513612. Am2pat inc. Manufactured these pre-filled syringes under both their private label, sierra pre-filled inc., as well as under the b.braun medical inc. Label. Based on an FDA inspection of am2pat inc.'s facility, it had been determined that there is a potential for the sterility of these lots to be compromised. B.braun inc. Immediately notified all customers of this recall. Add'l lot numbers and expiration dates: 070217h / 2/28/2009, 060505h / 5/31/2008.